Event description:
It was reported that the patient had a ventricular tachycardia (vt) episode in which the device delivered unsuccessful anti-tachycardia pacing followed by an unsuccessful defibrillation shock and another defibrillation shock that cardioverted the patient. The device was unable to deliver the programmed energy to defibrillate the patient from the vt episode. An hour later, the patient went into ventricular fibrillation (vf) and the device delivered two defibrillation shocks; the first shock was unsuccessful; the second shock cardioverted the patient. The device was removed and a new device was implanted. It was further reported that the right ventricular (rv) lead was unable to deliver the appropriate defibrillation therapy to rescue the patient from a vt episode. The shock impedance during the defibrillation therapy was low. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).